Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was making an audible alert. Follow up was conducted and the allied health professional (ahp) at the clinic was able to verify that the patient was seen in-office and an interrogation revealed the right ventricular (rv) lead had triggered a lead impedance alert. The alert level was adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.